Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue. Further more troubleshooting is pending.